Event description:
Health care professional reported that a clinical patient implanted with artia, and experienced left breast redness, double output drainage. The patient had drains laterally. The patient was prescribed prophylaxis for infection per left breast redness/double drainage. Erythema was removed and no fluid collection, healthcare professional deemed it appropriate to remove drains from left breast. Patient also experienced cellulitis on the left breast. The device was explanted. Artia sent to pathology and for cultures. Report reads artia-benign fibrous and fibroadipose tissue with acute and chronic inflam. Culture identified mrs. This is the same patient reported under patient identifier (B)(6) (emdr (B)(4). This emdr is being submitted for the left breast device.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record for artia lot up200123 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Events of cellulitis, infection and chronic foreign body response are not related to the artia reconstructive tissue matrix. Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.

Event description:
Additional information reported via clinical study noted the events of cellulitis, infection and chronic foreign body response have been deemed not device related.